Manufacturer narrative:
(B)(6) additional information: dianeal pd4 ambuflex was removed as a concomitant product and replaced with actual concomitant product. On an unreported date, the patient began treatment with dianeal pd4 ultrabag therapy for pd. Dianeal therapy was ongoing. The patient had extraneal in his prescription; he hadn't had to use it lately, but the exact action taken was not reported. The nurse confirmed the event of peritonitis and the hospital admission date as previously reported. On an unreported date, the patient was initially treated with vancomycin ip and when the causative organism was identified, the patient was switched to cefazolin ip. The cause of peritonitis was uncertain. The nurse stated that the patient used good pd technique. On an unknown date, the patient was discharged from the hospital. The patient recovered from this peritonitis event. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were discontinued. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was hospitalized for peritonitis (onset date and cause not reported) and also for an unspecified test. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893149. No exceptions were observed that were related to the reported condition.